Event description:
A sales representative reported via (B)(4) on 07/03/2024 that an ar-9233ag augmented vaultlock broach had an issue. The mallet broke off when the surgeon malleated it. This was discovered before use during a procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9233ag serial/batch number (B)(6) was received for investigation. Upon visual evaluation, it was noted that the strike plate is likely missing because of the break. Signs of wear and tear was noted. Functional testing was not performed as the device was broken. The most likely cause of the reported failure is wear and damage due to repeated use and/or reprocessing.